Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the non-functional therapy electrode.